Event description:
The surgeon reported that the patient underwent a revision of the exeter stem following a neck fracture. It is further reported that the fracture was a few mm below the head at the thinnest part of the neck which the surgeon states, is too close to the head to have been due to impingement on the metal rim of his uncemented cup. The surgeon reports that the primary procedure took place 5 years ago and the patient dislocated the hip soon after implantation. It is further reported that the patient was overweight.